Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a pimple like rash. The skin irritation was located under the patient's arm and on their back. The patient reported using hydrogen peroxide to the skin irritation. The patient's doctor advised the patient to use cortisone cream and to remove the cream after 45 minutes following a shower. The patient reported the skin irritation was improving.